Event description:
It was reported that during transfer, staff member turned around for a moment. Child slipped through the lifting sling when turning around and fell on the floor. Collecting of the information is ongoing.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The arjo representative was notified about an event involving maxi sky 600 ceiling lift and arjo sling (model number maa2000m-s). It was reported that a 10-year-old child was lifted from a shower stretcher when the caregiver turned around for a moment the patient repositioned and slid out from the sling and fell out from the device on the floor. The customer reported that the clips did not come undone during the transfer and the patient¿s entire body fell through the hole where the buttocks rests. No injury was reported.

Manufacturer narrative:
The arjo representative was notified about an event involving maxi sky 600 ceiling lift and arjo sling (model number maa2000m-s). It was reported that a 10-year-old child was lifted from a shower stretcher when the caregiver turned around for a moment the patient repositioned and slid out from the sling and fell out from the device on the floor. The customer reported that the clips did not come undone during the transfer and the patient¿s entire body fell through the hole where the buttocks rests. No injury was reported. After the event, the lift and sling were evaluated by an arjo representative. The sling was in good condition. The functional lift test showed that the spreader bar was repositioned to a sitting position when loaded instead of stay in lying position. The reported malfunction did not lead to the reported event. The device was manufactured in feb-2012. During the interview, the customer stated that the patient regularly loses control of muscles leading to loss of muscle tension. This situation also happened during the event. Also, the 10-year-old patient with a weight of 20,9 kg used the sling size s which is suitable for a patients with a weight of 35 kg. The maxi sky 600 instruction for use contains the information: ¿warning: a clinical assessment of the patient¿s suitability for transfer must be carried out by a health professional.¿ the instruction for use for passive clip sling includes information that: ¿the right type and size of slings should be used after a proper assessment of each patient/resident's size, condition, and type of lifting situation. If the patient/resident does not meet this criterion an alternative equipment/system shall be used.¿ "to avoid injury, make sure that the patient is no left unintended at any time." Following all of the information gathered, the incorrect sling size led to the patient fall. Moreover, the caregiver did not pay attention on the patient when the event occurred. The most likely root cause is considered to the caregiver not following the IFU. To sum up, the arjo floor lift and loop sling were used as a system during the patient transfer. No device malfunction was found which might lead to the reported event. We decided to report this complaint to the competent authorities since the patient fell out of the device during the transfer.